Event description:
It was reported that allegedly upon removing a pta balloon dilatation catheter from the packaging, a shaft break just proximal to the proximal balloon bond was observed. Reportedly, the balloon was completely separated from the catheter shaft. The separation of components was observed prior to use on the patient. There was no damage to the packing observed. Another pta balloon dilatation catheter was used without incident. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has been returned and the investigation is currently underway.